Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the cardiac monitor exhibited backup vvi reset. The battery voltage was low due to normal battery depletion. A replacement would be scheduled.